Event description:
It was reported that customer saw cgm error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, did not see error again, and successfully started new sensor session.